Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefor, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that programmer has lost communication and is not able to connect. Did trouble shooting and it still is not connecting. Support advised patient to contact clinician. The patient said they went to do something yesterday and the device says it's no longer working. The patient also said "the machine I got is different than the original one. There should be 3 booklets but there is only 2. I did what the booklets said, but it doesn't address it... Says it cannot find the device." Support advised the patient to reach out to clinicians and provided pats phone number. Patients reported again that device lost connection and unable to reconnect. Patient called back said is very frustrated said that it hasn't been communicating for 5 days and repeated information from initial call. Patient said that they had read the books and watched videos however it isn't connecting and won't stay connected. Sn of communicator: npa104946n and sn of handset: 3cgjww8htc. Reviewed function of app and communicator and navigation basics. Patient said that after retrying it connected however then after removing the communicator the screen changed and said that communicator is out of range. Explained that with the full implant, the external devices aren't designed to stay connected and the screen on all the time, only when actually connected and the communicator is over implant site which typically only used for a few minutes at a time to make the adjustment or change that is needed. Patient said thought stay connected like the trial one. Patient connected to implant and turned therapy off which is what they wanted to do as is going to do somethings like go to tanning bed and other activities. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that programmer has lost communication and is not able to connect. Did trouble shooting and it still is not connecting. Support advised patient to contact clinician.